Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 06/2025).

Event description:
It was reported that during preparation for a port placement procedure, the plastic piece was allegedly found to be broken off. It was further reported that it had allegedly came packaged like that. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: although the sample was not returned for evaluation, one electronic photo was provided for review. Closer view of the port shows the tip of the port stem noted to be broken and broken part was separated. Manufacturing review was performed and "broken stem¿ was verified. A closer look revealed that the distal tip of the stem was broken, the missing section was not visible in the photo. Therefore, the investigation is confirmed for the reported port stem break and separation. However, the investigation is inconclusive for the reported damage prior to use issue as the provided photo evidence shows as the device was received in an unsealed condition and as the exact circumstances at the time of the reported event cannot be verified from provided evidence. A definitive root cause could not be determined based upon the available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a port placement procedure, the plastic piece was allegedly broken off. It was further reported that the stem was allegedly not in the package anywhere and it had allegedly came packaged like that. There was no patient contact.